Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and determined that there was communication failure with the ippc (image processing pc). Review of the system log file showed that a disk full error error resulted in the system not being able to complete the startup sequence. The fse deleted the ippc database. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system did not start. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that there was communication failure with the ippc (image processing pc). The ippc database was deleted and after that the system was returned to use in good working order. Philips has started an investigation of the complaint.